Event description:
The nurse reported that the system displayed an error message in setup: first time 10 mins after the power was on, and second time 30 mins after the power was on. From then on the error code occurred every time after it booked up. The system had not been used. Two cases were cancelled. Both pts were prepped, but neither were in the room. There was no pt injury.

Manufacturer narrative:
A company service rep checked the system, duplicated the error message upon start-up, replaced the us pcb, and then the unit met specifications. This report mailed in to FDA on: 02/29/2008.